Event description:
This lead was explanted due to elevated lv threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 22.5 cm distal to the is4 connector pin (into 2 segments). An extraction aid was found on the distal fragment; it is reasonable to assume that the lead was cut during the surgery. The ring electrodes were found covered in fibrotic growth. The calcification can be assumed to be the root cause of the observed increased threshold. Furthermore, the insulation was found damaged 18 cm proximal to the lead tip, which probably occurred during the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to elevated lv threshold. No adverse patient events were reported. Should additional information be received, this file will be updated.